Event description:
The customer reported the alarm sounds continuously while weight is still on the sensor. Batteries have replaced with a new supply. No visible damage to the outside of the sensor. The customer did not provide the date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product did not confirmed the reported issue, unit powers up and remains silent when weight is on the pad and sounds as it should when weight is removed from the pad. However, a battery spring is badly bent inside the battery compartment. The warning label printing has been removed. Delay is set at 4 seconds. Note: instructions for use has warning statement: when replacing batteries; hold alarm vertically upside down to prevent battery spring from bending during battery installation. Take care not to damage battery contacts. (B)(4).